Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).